Event description:
It was reported by the patient the remote monitor is not receiving power from the power cord. A new power cord is being sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the device was returned.

Manufacturer narrative:
Product event summary: the monitor passed the bench power up test with good power supply and passed the full debug mode test. No defects were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.